Manufacturer narrative:
A company service rep examined the system. The host module was replaced. The system was then tested and met all product specs. A sample will be returning for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt). Product problem(s): "system would not boot up" (failure to power-up). A surgeon reported the system would not boot up. One pt had been prepped and dilated. All cases were canceled for the day. There was no pt impact.